Event description:
Customer's mother reported that customer was having problems with the insulin pump. Customer's mother reported that the insulin pump did not alarm no delivery. Customer's mother stated that during infusion set the cannula would not insert to the body. Customer's mother was advised that it was possible that the device did not alarm no delivery since the insulin was still able to exit. Customer's mother refused troubleshooting for no delivery due to her not wanting to change infusion set. Blood glucose level was 128 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.